Event description:
It was reported that "difficulty in insertion of iab-s730c catheter on a 50 year old male patient with cad". As a result, a new iab was inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.